Event description:
During implant, the right atrial (ra) lead was unable to be positioned/implanted in the atrium. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.